Event description:
It was reported that during a lap sigma procedure, the active blade of the device retracted into the shaft. Used another instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.